Manufacturer narrative:
H6: damaged cartridge cover. H3. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover tab cracked. However, the instrument was cycled, fed, and formed the clips properly.

Event description:
It was reported that during a mastectomy procedure, the device (mcm20) was fired over a vessel, clips became jammed and other mcm20 was opened to complete the case. No patient consequence.